Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked case near the display window corners, and moisture damage on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that her son's insulin pump esc keypad button is not responsive and is sticking. Customer also indicated that seven months prior, her son was hospitalized with diabetic ketoacidosis and a blood glucose of 600 mg/dl. Child's blood glucose level at time of call was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.